Manufacturer narrative:
D4: primary UDI #: the device UDI # was not provided by the end user. G4: PMA/510(k) #: the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that when the device was powered on, the user interface displayed an error. The user had no option to proceed with proper boot up of the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The defective device was not returned; however, the customer was able to provide images of the displayed error on the device screen. Troubleshooting was performed by the distributor. The ssd card was checked to ensure it was properly installed and secured, however, the issue persisted. Technical support determined through troubleshooting with the distributor that the problem was related to a main board failure, and they recommended that the main electronics board be replaced.